Manufacturer narrative:
Manufacturer's report date 3/11/1998. The pump was received and visually and functionally tested. The inspection seal was broken. Engineering performed extensive testing using multi-step programming with no abnormal operation observed. At the end of the program, the instrument went into kvo (5 ml/hr) with audible signal and message "multi-step complete." The initial parameters were retained during testing. Engineering was unable to duplicate the reported spontaneous vtbi display change. The MFR will provide additional inservicing. The MFR requested pt info from the hosp. No pt info was available.

Event description:
Nursing stated the vtbi display was set to 250 cc/hr. Nurse went into multi-step program to change a setting. When she did this, the vtbi spontaneously changed to 5cc/hr. Nurse stated pump was actually infusing at vtbi of 5cc/hr. Nurse went back into multi-step program and pump reverted to its original settings.